Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error. The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient went an extended period of time without recharging their ipg. In turn, their ipg became inoperable. As a result, the patient's ipg was explanted and replaced (with a different model). Therapy was restored post-op.